Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends and kinks throughout its length. The embolization coil was intact with the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the length of the embolization coil. If the introducer sheath is not aligned properly within the hub of a parent device, the embolization coil may begin the take shape within the hub and resistance may be experienced and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through the hub of a demonstration microcatheter due to resistance cause by the offset coil winds. Further evaluation revealed pusher assembly bends and kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01298.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01298.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing the first smart coil over the hub of the microcatheter. Therefore, the smart coil was removed. While advancing the next smart coil, the physician encountered resistance in the same location. Therefore, the smart coil and microcatheter were removed. The procedure was completed using other coils and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.